Manufacturer narrative:
Additional narrative: (B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing site: (B)(4). Manufacturing date: 05. Sep. 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in preparation for a left hip fracture procedure, the helical blade/screw coupling screw would not engage with the screw inserter or helical blade inserter. The patient was in the room under anesthesia; however, the patient had not been cut. The technician was preparing the instruments for the procedure while the patient was being prepped and draped. It was noted that there was a burr on the helical blade/screw coupling screw and the threads on the coupling screw were also deformed, nicked and cross threaded which prevented the coupling screw from going inside the cannula of the screw inserter. The surgeon had planned to use the screw inserter for the procedure instead of the helical blade inserter. When the coupling screw would not engage with the screw inserter, the technician tried the helical blade inserter and experienced the same issue. The coupling screw would not go inside the cannula of the helical blade inserter. The burr on the coupling screw created a cut inside the screw inserter and created a small cut inside the helical blade inserter. The set could not be used and a previous version of the tfna (trochanteric fixation nail advanced) set was used to complete the procedure. There was no reported delay as the issue occurred while prepping and draping the patient. The previous version of the tfna set was readily available and the procedure was completed successfully. The patient status was reported as stable. This report is for one (1) helical blade/screw coupling screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed. A visual inspection, device history record (DHR) review and drawing review were performed as part of this investigation. The 03.037.026 lot number 9956791 helical blade/screw coupling screw and 03.037.025 lot number l003701 screw inserter were returned and reported to have not engaged with each other or the helical blade inserter. This condition is confirmed; significant wear and deformation is visible on the coupling screw threads which would prevent it from mating with either device. The damaged threads would cause the scratch damage in the cannulation of both devices as described in the complaint description. This complaint condition was likely caused by frequent repeated use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 03.037.026 helical blade/screw coupling screw and the 03.037.025 screw inserter are instruments routinely used in the tfn advanced proximal femoral nailing system. The 03.037.026 coupling screw was manufactured in 9/2016 and is less than a year old. The 03.037.025 screw inserter was manufactured in 9/2016 and is less than a year old. The balance of the returned devices is in otherwise fairly good condition consistent with their age. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned devices does agree with the complaint description. Whether the complaint condition for these devices can be replicated is not applicable for this condition. The 03.037.024 helical blade inserter exhibits some post production / acceptance wear and tear marks but overall appears to be in very good condition. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation of the inner diameter, the thread m9 and an optical test of the burr shows that there are no issues by the helical blade inserter 03.037.024. A visual inspection of the thread at the helical blade coupling screw 03.037.017 shows the thread is damaged which could contribute to this complaint issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.